Event description:
It was reported that the implantable neurostimulator (ins) for the back pain was not taking a charge at all. Sometimes it would take 12 hours to charge and the patient had been charging over the last 4 days. The battery was very low. There was a coupling problem reported. It was charging and sometimes he got coupling bars and sometimes they went away. There were no changes to the implant site and no falls or traumas. The battery was on the left side and the patient was putting the antenna directly over the skin at the ins site. The patient confirmed he was using the recharging belt to hold the antenna in place. The patient tried to charge overnight unsuccessfully. There was a communication problem reported. The patient saw the reposition antenna screen. The patient confirmed he had already adjusted the antenna dial. They were not able to use the patient programmer and he saw a low battery screen on the patient programmer. The patient changed the batteries but continued to see the screen. The patient was not able to make adjustments. The patient had not felt stimulation the last 4 to 5 days and the recharging problems started in the last 6 days. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).